Event description:
On (B)(6)2010, nidek inc received a letter stating maude event report, (B)(4) related to ec-5000 excimer laser system. This letter stated a pt had lasik on (B)(6)2009. The pt is complaining of dry eye syndrome and night vision disturbances after lasik. Symptoms of dry eye syndrome did not become noticeable until 3 months. Nidek inc prepared the customer complaint form.

Manufacturer narrative:
On 07/20/10, nidek inc was notified by a letter from FDA indicating a pt injury had occurred in 2009. Nidek inc did not receive any prior notification of pt injury. Lasik procedure was performed on (B)(6)2009. Vision corrected with soft contact lenses prior to lasik. Sixteen (16) months post lasik, severe dry eye syndrome and night vision disturbances including glare, haloes, starbursts and loss of contrast ability noted. Night vision disturbances noted immediately after lasik. Dry eyes started three (3) months after lasik. Vision permanently changed. Dry eye is the most common complication of lasik. Corneal nerves that are responsible for tear production are severed when the flap is cut. Night vision disturbances lasik pts have more difficulty seeing detail in dim light (loss of contrast sensitivity) and experience an increase in visual distortion at night (multiple images, halos, and starbursts). We provided necessary info and training to surgical doctors who use ec-5000 to prevent adverse events. The info includes contraindication, precaution, and pt selection. We have no reported device malfunction causing or contributing to reported adverse event from (B)(6)2009 to present date. This outcome is considered a side effect of lasik surgery by ec-5000 excimer laser system. Based on the info presented, nidek inc is unable to determine the root cause of this injury. If further info is received, we will submit a follow up.